Event description:
Customer's mother reported via phone call that the customer was playing outside and fell and the screen on the insulin pump cracked. Blood glucose value is unknown. It was advised to discontinue the use of the device and revert to a back a plan. The insulin pump was replaced and returned for analysis.

Manufacturer narrative:
The insulin pump was received with cracked lcd window with a cracked and bleeding lcd glass, cracked reservoir tube lip and minor scratched display window, displacement test due could not be performed due to the cracked and bleeding lcd.